Event description:
Rptr states she has latex allergy. In 1988 she had a ba enema and ivp on the same day. She had generalized "itching" during ivp. Three weeks later had hysterectomy. Postoperatively she had swollen hands and face and generalized "itching" which lasted several days. In 12/94 she had bilateral itching in hands which progressed to hives (almost daily). Unable to determine cause. On 11/30/94 she cut her forearm, put on a cloth band-aid and had a much more serious reaction, including what she believes were bronchospasms about 48 hrs later. In 12/94 she has eliminated as much latex exposure as possible and is now "hive free" for the most part. On 12/21/94 she saw a dr who made the diagnosis of "probable latex allergy."